Event description:
It was reported that high capture threshold and intermittent capture were observed. The lead was capped and replaced without complication. Patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 17.9cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.